Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before use, it was found that the subject device (examination lamp) used by incorporating it into the light source clv-s40pro might or might not light up. The user replaced the subject device to another lamp to perform the intended procedure. The subject device had been used for less than 200 hours. There was no report of patient injury associated with this event.